Manufacturer narrative:
Exact date unknown, event occured few months back.

Event description:
It was reported that the patients ipg was very difficult to charge. The patient underwent an ipg replacement procedure wherein an MRI capable ipg was implanted. The patient was doing well postoperatively and the explanted ipg was discarded by the facility.